Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 using cancellous cervical spacer, the handle part of the double drill guide got broken.(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. The review of device history records was not performed; the lot number provided could not be verified. Placeholder